Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that a cardiosave hybrid type b plug intra aortic balloon pump was suspected to have a helium leak. There was no patient involvement reported.